Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes,investigation conclusions). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit auto seal fail. A getinge field service engineer (fse) replaced pneumatic module assy (0997-00-1178) to resolve the issue. Patient involved and no harm reported. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assembly with a reported unit failure of autofill failure. The failure analysis and testing dept. Performed a visual inspection and observed a white residue in the port of 0997-00-1178 and the port of the safety disk. Based on past experience, this residue is consistent with saline. Due to the saline on the parts , the fat cannot investigate this complaint any further. The saline would pose a risk to the test fixture. The probable cause of the autofill failure is saline in the pneumatic module. Retaining the pneumatic module in the fat per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an auto seal failure. There was a catheter exchange, patient did not expire.